Event description:
A caller reported an issue with incorrect pump time settings. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in readings above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy reoccurs; the caller understood this guidance.